Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Nine devices were received for evaluation; seven events were duplicated during testing, two were not duplicated. Seven devices were found to be affected by corrosion. Two devices were found to have a lubrication problem. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 9 malfunction events in which the device overheated. Five events had no patient involvement or patient impact. Four reported events had no known patient involvement or patient impact.